Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/12/2022. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, and the following was obtained: what was used to complete the procedure? Changed new product to complete the procedure. Is it possible that needle fall into the patients body? Please confirm the patient was given imaging examination (the specific examination method was unknown) to assist in finding the fractured part of needle tip in the patient's body (the fractured part of needle tip was not found finally). Did the surgery was prolonged? If yes. Yes. How many minutes the surgery was prolonged? Unknown. If the surgery was prolonged, did the patient had any consequence due to this issue? No. What is the surgeon's opinion of consequences to the patient (in case the needle is in patient's body)? No opinion from the surgeon. Please clarify how many devices present the issue (breakage needle)? 1. Device return follow up. Returned.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/10/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: a failed suture needle, labeled as (B)(4), was submitted to fractographic. The component was identified as product code y426h. It was requested that assess the fracture mode of the failure. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of (B)(4) revealed mechanical damage on the fracture surface. Determination of the fracture mode could not be made because of damage to the fine fractographic features. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Based on the information currently available, the needle breakage was identified during the investigation of the sample received. This product issue will be addressed through quality system.

Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2021 and suture was used. During the procedure it is reported that the needle tip breakage occurred while sewing the skin. The broken tip was not found. Information about the prolonged surgery time and if x-ray was used could not be provided. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. A photograph was received from ethicon inc for evaluation and two needles with product code y426h were observed. The needles were observed with use, body fluids, marks and breaks at the tip of the needle. As part of our quality process, manufacturing records for this batch serial number were reviewed and manufacturing standards were met prior to the release of this batch. No conclusion could be reached on the cause of the reported complaint, as the sample was not returned for analysis. As part of ethicon's quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information on complaints is tracked for potential safety signals through complaint trends as part of post-market surveillance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: * what was used to complete the procedure? * is it possible that needle fall into the patients body? Please confirm * did the surgery was prolonged? If yes * how many minutes the surgery was prolonged? * if the surgery was prolonged, did the patient had any consequence due to this issue? * what is the surgeon's opinion of consequences to the patient (in case the needle is in patient's body)? * please clarify how many devices present the issue (breakage needle)? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.